Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the ojeman cortical stimulator (ocs2) failed. The unit was non-responsive. The screen was reading 1 when turned on. Although the battery level was good since the green indicator light was on, there was no response from the unit when using the check current. There was no output. There was pt contact, but no pt injury reported. The procedure could not be performed. The physician wanted to do this brain mapping procedure for the pt prior to the scheduled surgery on friday (B)(6) 2011. Another unit from a different facility was sent to the customer and the physician was able to do the brain mapping on (B)(6) 2010 and on the day of the surgery on (B)(6) 2011 with no problem.